Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll approved service provider evaluated the device. The customer's report was observed and the analog board was replaced to resolve the report. The device was recertified and returned to the customer. The analog board was returned to zoll medical corporation, united states. The report was attributed to a faulty ECG top shield on the analog board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.